Manufacturer narrative:
Unique identifier - (B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for one patient sample. The initial result from cobas e 411 immunoassay analyzer serial number (B)(4) was 6.42 miu/ml with a data flag. The result from an abbott architect was 4.50 miu/ml. The same sample was tested on a different cobas e 411 immunoassay analyzer and the result was 6.27 miu/ml. The serial number of this analyzer was not provided. The erroneous result was reported outside of the laboratory to the patient. There was no allegation of an adverse event. The qc results were within range.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. From the data provided, a general reagent issue was excluded.